Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. A revision was being performed on (B)(6) 2017 to move the catheter down from t6 (previously reported as t7) to t8. The patient¿s pain had gotten progressively worse, and he was on a high dose of a dilaudid. The hospital would not order a higher concentration, so the patient was on the maximum dosing where he was at. The patient had lower extremity retractable pain now at his hips and below. The pump was originally placed for pain in the patient¿s back and neck. The pump was not currently managing the patient¿s pain; that was why the dye study and catheter study were performed. There were no issues found during the dye study and roller study. The hcp was planning to move the catheter to see if that would help cover some of the lower extremity pain. It was noted that this was a terminal cancer patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015. Product type catheter. Report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 10 mg/day via an implantable pump for malignant pain and other carcinoma. It was reported on (B)(6) 2017 that the patient was currently in the emergency room (ER) due to uncontrollable pain in their lower extremities. It was noted that the patient was currently getting refilled about once a week and that the hcp was not able to get a higher dose than what they were already giving the patient. It was indicated that on top of the daily dose, the patient had multiple boluses of 2.5 mg allowed every hour. It was stated that the nurse practitioner was concerned that the patient¿s catheter was placed up too high. The catheter tip was noted to be located at t7. The reason for the call was the nurse practitioner was thinking about having the patient get either a computerized tomography (CT) scan or an x-ray and it was inquired which would be better to check the placement of the catheter. It was reviewed that the CT scan might give more visibility when checking the catheter tip placement. The event date was asked but unknown, noted as ¿several months.¿ no further complications were reported.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported on (B)(6) 2017 patient underwent a dye study and rotor study to validate catheter integrity and system functionality. It was noted that patient had uncontrollable lower extremity pain. It was unknown what factors may have led, caused, or contributed to the uncontrollable pain. It was noted that pump interrogation was good, and dye and rotor studies validated that pump was working as expected. Healthcare professional (hcp) was to consider dosing and catheter location as possible options. It was noted that the uncontrollable pain was resolved and patient status at time of report was alive-no injury. It was noted patient was receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 11.5mg/day. No surgical intervention had occurred and no further complications were reported.